Event description:
This case was reported from a lawyer ((B)(6)) and concerns (B)(6) male pt. The events are considered to be injection site ischemia which resulted in implant site necrosis and implant site scar. The events are probably related to the injection procedure and caused by pressure occlusion of a branch from an artery. The pt was treated with restylane (cross-linked hyaluronic acid dermal filler) (lot number 9759) on (B)(6) 2008 in the glabellar lines. The volume injected is not reported. The adverse events are dark cloud, dark patch of skin on forehead, dead area [implant site necrosis] and one of the arteries had been blocked [injection site ischaemia] which began on (B)(6) 2008, 2 days post restylane treatment. Disfigurement / scars on forehead [implant site scar] is also reported. Forty-eight hours after the restylane injection, the pt noticed he was forming a "dark cloud" on his forehead. The pt was taken to the ER where he was told that one of his arteries had been blocked. The pt required repeated surgeries due to the disfigurement of his forehead.

Manufacturer narrative:
Result and conclusion of MFR's investigation: the events are considered to be injection site ischemia which resulted in implant site necrosis nd implant site scar. The events are probably related to the injection procedure and caused by pressure occlusion of a branch from an artery. Info on baseline status has not been provided. It is unclear if pt had a pre-existing scar and it is unclear if forehead scar is correction is the aim for restylane treatment. A trend analysis shows that there are no increased trends of medical complaints reported for lot number 9759. PMA # p040024.